Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. Philips field service engineer (fse) confirmed the reported issue. The fse replaced the power supply to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports machine is not switching on. No patient/user harm reported. Event date not specified; estimate used.